Event description:
Istat pt/inr cartridge validation on 12 new istat analyzers. Istat analyzers did not correlate with the lab analyzer (stago), exceeding +/- 0.5 inr and / or 20% inr acceptance criteria. There was a 21-25% variance between istat analyzers (ie pt/inr = 41.0/3.6 and 49.8/4.5; pt/inr=67.2/6.1 and 61.2/5.5; pt inr = 33.2/2.9 and 39.4/3.50). Istats had up to 21-30% positive bias compared to the lab analyzer. Out of 36 pt samples, 16 values exceeded acceptable criteria. Variance was seen throughout the 2-6 inr range.